Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to misuse, by products possibly being assembled incorrectly with cross threading and/or not threaded properly and then impacted which locked the threads together. Further investigation has been initiated to address the reported issue.

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2015. During the procedure, the surgeon was unable to disengaged the inserter from the cup after seating. The inserter and cup were unable to be separated so the cup was removed from the patient. A larger cup was implanted with a different inserter with no delay.